Event description:
It was reported that during the rewarming phase, the arctic sun device flow rate was decreased below 0.2~0.3 l/min. The customer did empty pads several times, reconnected all four pads and checked any leakage from pads. But the flow rate did not go up and the alarm number 01 (patient line open) went off. Then after all the customer's effort, they changed gel pads and the flow rate was maintained as 1.8~1.9l/min. Per follow up information received via email on 14jun2023. The occurrence date was (B)(6)2023, the quantity involved and quantity to be returned was 1ea. Per notification from investigator based on sample evaluation on 19jul2022, it was reported that the kink was found in tubing during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is incorrect setup causing pad lines occlusion. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the rewarming phase, the arctic sun device flow rate was decreased below 0.2 0.3 l/min. The customer did empty pads several times, reconnected all four pads and checked any leakage from pads. But the flow rate did not go up and the alarm number 01 (patient line open) went off. Then after all the customer's effort, they changed gel pads and the flow rate was maintained as 1.8 1.9l/min. Per follow up information received via email on 14jun2023. The occurrence date was (B)(6) 2023, the quantity involved and quantity to be returned was (B)(4) ea. Per notification from investigator based on sample evaluation on 19jul2022, it was reported that the kink was found in tubing during sample evaluation.